Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas. Upon disassembly of the pump, examination of the inlet section of the rotor revealed a laminated thrombus formation surrounding the rotor¿s bearing ball, which was pulled out of its bore upon disassembly. This thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing ball over an undetermined amount of time while the device was supporting the patient. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was previously reported that the patient had breast cancer. It was reported that the patient expired on (B)(6) 2018 due to breast cancer. The new pump was functioning as intended. No further information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported the lvad clinicians suspected that the patient had pump thrombosis. An elevation in lactate dehydrogenase (ldh) levels was noted on previous labs. The patient was reportedly not compliant with the coumadin regimen. It was also reported that the patient has metastatic breast cancer and the prognosis is poor. The patient reportedly did not want to be in the hospital and was transitioned to palliative care. No further information was provided.